Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in the follow-up report.

Event description:
According to the report, cryolife received a cryolife heart allograft clinical experience form for an aortic valve and conduit. The aortic valve was implanted on (B) (6)1996, in a (B) (6) male with coronary artery disease as a root replacement with a cabx1. The pt had echo exams on (B) (6) 1996, (B) (6) 1997, (B) (6) 1999 and (B) (6) 2000 with nothing of concern. The last echo exam shows the pt had moderately severe regurgitation between the left and non-coronary commissure. The valve was explanted on (B) (6) 2009 (13 years after explant). The valve was explanted due to structural valve deterioration with calcification that caused severe aortic regurgitation.